Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.614.035. Synthes lot: 6972679. Supplier lot: n/a. Release to warehouse date: august 02, 2012. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Service & repair evaluation: it was reported on june 3, 2021, during evaluation at service and repair it was found out that the torque limiting handle quick coupling had failed in calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during evaluation at service and repair it was found out that the torque limiting handle quick coupling had failed in calibration. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for complaint (B)(4).